Event description:
It was reported that patient underwent an ankle procedure utilizing a syndesmosis fixation device on (B)(6) 2011. During the procedure, the sutures broke while being pulled to fixate the device. The device was not fully seated and was cut out. Another device was available to complete the procedure without delay. There was no injury to the patient as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of the returned device found the toggle to be missing the radius on the hole on both sides. There were apparent tool marks across the surface of the toggle. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).